Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that during patient follow up check, the right ventricular (rv) lead and atrial lead exhibited high short interval counts (sic), oversensing that was reproduce with isometric movements. It was also reported that the rv lead exhibited historically variable r waves. Review of remote transmission report revealed mirror image sensing related to outer insulation issue with the rv and atrial leads due to subclavian crush. The rv lead settings were-programmed and the lead remains in use. The atrial lead was re-programmed at lower sensitivity setting, and some oversensing still seen however not as much so setting deemed appropriate as patient not atrially dependent. The atrial lead remains in use. No patient complications have been reported as a result of this event.